Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator was alarming extended high p peak and circuit occlusion. The unit was checked for kinks on the tubing, water on the filter and the unit's transducer calibrations. There were no issues and the alarms remained. There was no patient involvement.